Event description:
It was reported that during treatment the port blocked was shown on screen, the device kept alarming and then stopped working. It took 4 hours to get the new device to continue the therapy. No patient harm, was reported.